Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no response. The patient demographic info: age, weight, bmi at the time of index procedure? Please specify a date, indication and name of initial surgical procedure when the mesh implanted? Were there any intra-operative complications? Any concurrent procedure? Other relevant patient comorbidities? Product code and lot number? When was the mesh erosion first noted by a physician? Diagnostic confirmation of vaginal mesh erosion? What is physician¿s opinion as to the etiology of or contributing factors to this event ? Date and surgical findings of eroded mesh removal? What is the patient's current status? Is discomfort resolved?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced a vaginal mesh erosion and vaginal discomfort. The patient underwent a removal of eroded mesh. No further information is available.